Manufacturer narrative:
(B)(4) give date: not applicable as the lens remains implanted to date (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a male patient with an intraocular lens, model zlb00, implanted in his right eye on (B)(6) 2015 and began experiencing halos three days later and is unhappy with his vision. No further information was provided.

Manufacturer narrative:
Device evaluation: the complaint device was not returned to the manufacturer for evaluation as the lens remains implanted to date. Therefore, a lens evaluation was not possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and the documentation shows that the production order was manufactured according to specifications. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within specification in terms of optical power. A search on complaints related to the production order revealed that no other complaints related to this event were identified. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. Labeling review: the directions for use (dfu) was reviewed which adequately provides warnings related to perception of halos and glare and associated effects of this phenomena under certain conditions. Based on the investigation results, reported complaint was not confirmed and no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.